Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a review for similar complaints, a review of labeling, manufacturing records, and sensitivity panel testing. No patient samples were available for return. The customer observed that one patient generated repeatedly (B)(6) results when tested with the hbsag qualitative assay list 4p53, which was not confirmed when using architect hbsag qualitative confirmatory assay, 4p54-25, lot 66215fn00. A review of complaints determined that there is no unusual activity and no trends for lot 66215fn00. Sensitivity testing of panels which mimic patient samples, was performed using a retained kit of lot 66215fn00, and all specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Per labeling if the architect hbsag qualitative confirmatory results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Also, the architect system operations manual provides adequate instructions for causes of erratic results and troubleshooting steps to resolve the issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and this investigation, the assay performed as intended and no product deficiency was identified. Serial # was 66215fn00, should be blank; lot # was blank, should be 66215fn00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated (B)(6) confirmatory (B)(6) results on one patient. The results provided were: sid (B)(6) on (B)(6) 2017 initial = (B)(6) / re-centrifuged and retested = (B)(6). (B)(6) confirmatory testing = (B)(6) / -3% neut = not confirmed. The customer repeated the confirmatory testing = (B)(6) / 79% neut = confirmed (B)(6). There was no reported impact to patient management. There was no additional patient information provided.